Event description:
It was reported that a small volume intermate contained white floating particles. This was identified before use. The device was filled with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. During visual inspection, white particulate matter was observed to be floating within the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.